Event description:
It was reported that an autopulse platform powered off when autopulse li-ion battery with serial number (sn) (B)(4) was installed into it. Customer indicated that the battery passed testing in the multi-chemistry charger (mcc). In addition, all 4 led bars illuminated green when the status check button was pressed on the battery, indicating that the battery was fully charged and ready to be used in the platform. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 03/19/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. 34

Manufacturer narrative:
Investigation results for the returned battery as follows: visual inspection identified that the battery latch was broken. With the latch being broken, functional testing with a test autopulse platform could not be performed. A battery archive review was performed and the data revealed that the date and time reset and could not confirm that the unit was used on the reported event date of (B)(6) 2015. The archive data was overwritten by error messages and lost track of history pertaining to internal battery communication problems on the backside bus. Towards the end of the archive data, the archive indicated that several unsuccessful attempts were made to charge the battery. The root cause of the reported problem could not be determined.